Manufacturer narrative:
The complaint was escalated for technical investigation. Research and development (r&d) looked into this issue in detail, and it was determined that the event application triggers the event one second too early. In the described case, that means after 9 seconds. R&d reviewed the episode log/view, and the spo2 value always falls below the limit for about 9-10 seconds, which means that an event is triggered, but an spo2 low alarm is not, because the alarm low delay is 10 seconds. A bug was opened for this issue ((B)(4)). A software (sw) fix is being considered for one of the next sw patches. Based on the information available and the testing conducted, the cause of the reported problem was a software bug. The reported problem was confirmed. The philips clinical solutions delivery consultant provided the customer with the results of the investigation to inform them of the upcoming software patch.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that when completing car seat testing on a patient, 3 desaturation events were triggered and documented. When reviewing the "alarm review" to determine the length of the events, only 1 of the 3 events triggered a corresponding alarm (spo2 89<90). The other 2 triggered events do not have a corresponding yellow/red alarm in the alarm review or patient audit log. These events were spo2 88<90 and spo2 87<90, which both should have triggered a yellow medium priority alarm. When the provider reviewed the car seat results on the patient, they were unable to determine if these were in fact true events and questioned the validity of the test and the safety of discharging the patient home. The device was in use on a patient at the time of the event. There was no adverse event reported.